Event description:
It was reported a patient experienced an unspecified infection, manifested by fever coincident with peritoneal dialysis (pd) therapy. The patient was in the hospital and being tested for peritonitis and receiving antibiotics. The cause of the infection was unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be submitted.